Event description:
The affiliate stated the customer reported approximately 200 milliliters of diluent leaked near the sheath tank involving the unicel dxh 800 coulter cellular analysis system. The customer stated the fluid was contained within the instrument. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered loose fittings at tubing #7 and #8 on the flowcell harness. The fse tightened the fittings and verified no further fluid leaks. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the loose fittings at tubing #7 and #8. A definitive root cause is unknown. Beckman coulter internal identifier for this report is (B)(4).